Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: one complaint rt021 catheter mount was returned to fph for investigation and the device was visually inspected. Result: visual inspection revealed that the catheter mount's suction port silicon seal was in place and was not missing, as reported. The tubing cuff was found split at the swivel end. Conclusion: we are unable to confirm a missing silicon seal of the rt021 catheter mount suction port, as the silicon seal was present for the returned complaint device. We are unable to conclusively determine the cause of the damaged observed on the returned rt021 catheter mount. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. This suggests that the returned catheter mount was damaged after it was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital reported via a fisher and paykel healthcare (fph) field representative that the rt021 catheter mount had "cracked by the connection with the tube". The customer also stated "that there were units with the soft lid missing". There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mount is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital reported via a fisher & paykel healthcare (fph) field representative that the rt021 catheter mount had "cracked by the connection with the tube". They also stated "that there were units with the soft lid missing". There was no patient involvement.